Event description:
Indication: selective deficiency of immunoglobulin a [iga]. Pt reported her pump feel and a plastic piece at the top broke off. Pt needs a new pump. Pump serial number and expiration date are unknown as they were not provided. It was not reported if the pt missed a dose or had an interruption to therapy. It was not reported if the pt experienced an adverse event due to the product issue. The pharmacy did replace the device. The device is available for return. Unknown if md is aware. No additional information available.